Event description:
The hcp reported that there was an infection at the pump pocket due to pt picking at wound. The patient was treated with intravenous vancomycin. No report of withdrawal from lioresal. The patient is reported to be "doing fair without pump".